Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, cysts.

Event description:
Healthcare professional, through other company representative, reported "capsular retraction", baker grade iii, "painful symptomatology", "small movements", "breast pain", "induration" and "inability to sleep because breast hurts". Healthcare professional, through other company representative, later reported "cyst". Patient's representative later reported "discomforts and severe pain", "deformations in the implant characterized by capsular contracture", "microcysts". This record is for the left side. The device was explanted.